Event description:
It was reported that during the implant procedure, a -stain- was noted inside the connector of the pulse generator. The device was not implanted. The patient did not experience any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.